Event description:
This report is being filed upon notification from our mr MFR of an event that occurred. Problem: the pt was scanned with the torso xl coil with the head first into the magnet. The pt wore normal clothes. During scanning, the pt was burned on the right leg close to the knee. A second degree burn appeared with a blister size of 2 cm. The burn was treated with burn ointment.